Manufacturer narrative:
Insulin pump alarmed radio frequency failed selftest during the self test and no communication with the contour blood glucose meter due to faulty radio frequency board. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that the blood glucose meter was not communicating with her device. Customer's blood glucose was 261 mg/dl. Device alarmed a radio frequency failed selftest alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.